Event description:
A malfunction was reported on the pump, and the caller noted that there were no notable events prior to the incident. The issue caused the customer's blood glucose level to exceed a safe threshold, but a correction bolus was administered via the pump. There was no need for assistance from a third party, and the pump was not part of a field correction. Technical support was unable to confirm the fault ID as the customer reset the pump before reaching out but decided to replace the pump to resolve the issue. Customer reverted to an alternative method of insulin therapy.